Event description:
It was reported that the on/off key on a pump keypad works intermittently.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, ok, run/stop, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the on/off key will occur following the selected key's function (eg, when the setup key is pressed, setup followed by on/off will be entered). This does not allow the user any opportunity to program or start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.